Event description:
On (B)(6) 2014, the reporter contacted animas stating the keypad cover was peeling over all of the buttons and the up arrow keypad button was sticking. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: the keypad cover was confirmed to be damaged; the keypad cover was observed to be lifting and peeling along the entire left side and below the ok button. The button key contacts were found to be exposed. The up arrow and contrast keypad buttons were found to be intermittently responsive and sticking. Multiple button presses were required before the up and contrast buttons would respond. The down arrow and ok keypad buttons were found to be responsive to user input. The keypad cover was removed; contamination was found under the button key contacts. Unrelated to the complaint, the display screen text was found to be dim, faded and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked at the opening of the battery chamber and below the finger pad extending down to the primary seal. No evidence of moisture damage was found in the battery compartment. The returned battery cap tightly secured to the pump with no visible yellow o-ring. No power issues were found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.